Manufacturer narrative:
(B)(4) - incision suture - (B)(4) no product malfunction, results: visual inspection of the returned product found optic torn. Pieces of haptics are torn off and missing. Lens was returned in lens case. There was evidence of brownish residue on lens surface. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric optic silicone single piece lens. Lens came quickly out of the injector. There was a round opening in the posterior capsule. Once the lens was in the eye, lens would not sit correctly, it was off axis. The incision was widened to remove lens from eye and one suture was used to close the wound. The lens was damaged during removal from the eye. A competitor's lens was implanted. The reporter stated this incident was pt related, the capsule was too thin.